Event description:
A pt was intubated with a endotracheal tube. The stylet was inside the endotracheal tube and could not be removed. The top part disconnected on the stylet. The pt required intubation with another endo-tracheal tube. There was no pt injury or adverse event to the pt.